Manufacturer narrative:
This report is submitted on may 09, 2023.

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The patient was hospitalized on (B)(6) 2023 to explant the device under general anesthesia. It is unknown if there are plans to re-implant the patient as of the date of this report.